Event description:
It was reported to covidien on 02/02/2012 that a customer had an issue with a temperature sensing foley. The customer reports when the patient arrived, the patient was in post cardiac arrest, comatose, intubated, and ventilated. The customer reports the foley catheter was inserted in the patient in the e.d. Upon arrival to the ccu, nursing began procedure to begin therapeutic hypothermia. The customer states the rn first mistakenly connected the foley to the bedside monitor (which is the usual procedure when therapeutic hypothermia is not used). The temperature on the monitor read 86.2 degrees fahrenheit, although the patient's skin did not feel nearly that cold. The clinical manager came to assist and told the rn that the temp foley must be connected directly to the thermoguard machine for the hypothermia procedure. When the rn disconnected the cable from the foley catheter, the wire inside the connector also came out several inches. The rn was still able to connect the foley to the thermoguard. The rn then attempted to set up the thermoguard and was unsuccessful in completing the set up. The patient then suffered cardiac arrest and expired. After the code, they took the thermoguard and connected it to a simulator and it worked perfectly.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.